Manufacturer narrative:
H6. The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch nubmer for this complaint is unk, the shop floor paperwork could not be examined.

Event description:
Same case as MFR's report # 6000093-2006-02502. It was reported that 344 days after implantation of a 3.5x20mm, and a 2.5x16mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal left anterior descending artery (lad) and the mid and proximal first diagonal artery (d1). Pre-intervention stenoses of 80% and 40-75% respectively were reported. It was not reported that the lesions were pre-dilated. A 2.5x16mm taxus stent was deployed at 10 atm for 30 seconds in the "proximal" d1. The lad was then stented "across" d1 with a 3.5x20mm taxus stent deployed at 10 atm for 30 seconds. It was reported that at this point the pt had persistent st elevation." "Sluggish flow" and "ostial compromise" were also noted in d1. A 2.5x9mm maverick balloon was advanced across the lesion and inflated twice to 8 atm for 30 seconds. The lad was then post-dilated with a 3.5x9mm non-boston scientific balloon at 10 atm for 10 seconds. It was noted that "sluggish flow was present during and somewhat after the procedure, however, angiographically, flow looked perfect." Post stenting the lad, "no measurable stenosis was noted." There was "no measurable stenosis" in the "stented segment" of d1, but there was a persistent 40-50% stenosis that was "not flow limiting." Additionally, there was "ostial stenosis of d1 from a stent strut." The pt received intra-coronary verapamil and angiomax during; plavix, aspirin, and "aggressive statin therapy" after the procedure. The pt reportedly had "mild residual lateral st elevation" post procedure," and "left the catheterization lab in stable condition." No complications were reported. The pt presented 344 days after the initial procedure with a non-st myocardial infarction, atrial fibrillation with rapid ventricular response, a 20% in-stent restenosis in the lad, and a 90% stenotic lesion" in the "end-segment" of the second diagonal artery (d2). The d2 lesion was pre-dilated with a 2.5x12mm maverick balloon inflated to 10 atm for "a total duration of 180 seconds." A 2.5x12mm taxus stent was deployed at 11 atm for 76 seconds. Angiographic imaging revealed "no dissection, no residual and timi iii flow." The pt received angiomax during, plavix, aspirin, and beta blockers after the procedure. The "pt tolerated the procedure well without complications." The pt left the catheterization lab in stable condition.